Event description:
The customer reported that they had internal memory card failure messages with associated rebooting of the device.

Manufacturer narrative:
The customer reported that they had internal memory card failure messages with associated rebooting of the device. The device was evaluated at philips, and the internal memory card failure was confirmed; the reboot symptom could not be reproduced. Replacing the internal memory card resolved the issue.